Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation catalog numbers and lot codes of other devices listed in this report: 5536b300 tritanium bplate triathlon s3, lot unknown, 5552-l-299 tritanium patella-asymmetric, lot unknown, 5517f302 triathlon p/a cr beaded #3r, lot unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported that the patient's right knee was revised due to suspected infection. A 3 x 9 cs insert was swapped for the same type and size. Rep confirmed that no further information would be released by the hospital or surgeon.